Manufacturer narrative:
The t:slim g4 user guide states: ¿your t:slim g4 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not interacting with the pump by entering blood glucose (bg) levels, the safety auto off alarms were received. Blood glucose (bg) level ranged from 400 to 560 mg/dl. Bolus via the pump and insulin injections were used to address the high bg. The contact stated that the bg did respond to the treatment and may be due to hormones. Tandem technical support advised the contact to discuss the event with a healthcare provider.